Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's native coronary artery. Upon an attempt to deploy the stent, the stent dislodged from the balloon catheter and embolized to an unk location in the pt's body. No further actions were taken. There were no clinical sequelae reported relative to this event.